Event description:
It was reported that during an unknown procedure, the clamp could not close as usual. No bleeding with the patient. Changed to new device to complete the procedure. No adverse event on the patient.

Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. The device was returned with the clamp arm detached from the inner tube, but firmly fixed to the outer tube at the clamp arm weld. The tissue pad was found in good physical condition and properly attached to the clamp arm. During the visual inspection was noted that the blade of the device has scratches that appears to be make from a metal scrub pad. The device was tested with a generator and no alert screens were displayed. Possible causes of the clamp arm detachment are not closing the trigger when sliding the torque wrench on and off; not closing the trigger when introducing or removing through the trocar; or possible entanglement in fibrous tissue. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in an error code.